Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The device was evaluated but no problems were found, as well as filters were not returned.

Manufacturer narrative:
The manufacturer previously reported hospitalization - initial or prolonged in b.2 section, which was marked incorrectly as this is product problem only as mentioned in b.1 section in previous report . Type of investigation in h.6 section 4105 was missing in previous report, which is updated in this follow up report. Section a.1 was incorrect in previous report, which is correctly updated as unknown in this follow up report. G.2 section incorrectly marked health professional including consumer, which is correctly marked as consumer only in this follow up report. Common device name was incorrectly reported as mns in previous report, which is correctly reported now in this follow up report.